Event description:
According to the customer, an incorrect platelet result was generated by an lh 500 instrument. The incorrect platelet result was 433 x 10 to the 3rd power cells/ul and the result was reported out of the lab. A manual slide review was performed and the slide review estimate was not provided by the customer. The customer reran the pt using another automated differential cell counter. The repeated platelet result was 754 x 10 to the 3rd cells/ul. This result was in alignment with the manual slide review estimate. The customer did not provide any additional info regarding this event. The customer indicated that there has no change to pt treatment that can be attributed to this event.